Event description:
Customer reported that they started the unit in normal operation and the unit logged an unknown restart with power failure. Customer reported there was no patient involvement.

Manufacturer narrative:
Device evaluation: failure investigation (fi) lab received a power supply for evaluation. Visual inspection of the returned power supply revealed no evidence of damage or contamination. Fi technician installed the power supply into the fi test ventilator and performed operational test. No failures were identified. Root cause: the root cause for the reported problem could not be determined due to no failures were identified during testing.